Manufacturer narrative:
No additional information is available. Health effect impact code: (B)(4). Was this device serviced by a third party? Yes. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely nonreactive architect anti-hbc ii results for one patient. The following information was provided: sid (B)(6) processed (B)(6) 2021. Anti-hbc ii 0.08 s / co (nonreactive), repeat 2.41 s/co (reactive). Anti-hbc igm 2.35 s / co (reactive). Sample repeated (cdmx). Anti-hbc ii 0.10 s / co (nonreactive) . Anti-hbc igm 2.25 s / co (reactive). A new sample was processed on (B)(6) 2021: anti-hbc ii 0.13 s / co (nonreactive). Anti-hbc igm 1.78 s / co (reactive). Anti-hbc ii initial result 0.13 s/co (nonreactive). Anti-hbc igm 1.78 s/co (reactive) no impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Event description:
The customer generated falsely nonreactive architect anti-hbc ii results for one patient. The following information was provided: sid (B)(6) processed (B)(6) 2021 anti-hbc ii 0.08 s / co (nonreactive), repeat 2.41 s/co (reactive) anti-hbc igm 2.35 s / co (reactive) sample repeated (cdmx) anti-hbc ii 0.10 s / co (nonreactive) anti-hbc igm 2.25 s / co (reactive) a new sample was processed on (B)(6) 2021: anti-hbc ii 0.13 s / co (nonreactive) anti-hbc igm 1.78 s / co (reactive) anti-hbc ii initial result 0.13 s/co (nonreactive) anti-hbc igm 1.78 s/co (reactive) no impact to patient management was reported.

Manufacturer narrative:
H6 health effect impact code: f26 component code: g01003 d8 was this device serviced by a third party? Yes a review of tickets was performed for reagent lot number 17044be00. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A retained reagent kit of lot number 17044be00 was tested in a sensitivity setup. All specifications were met and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (biomex seroconversion panel scp-hbv-001 and scp-hbv-004). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex which indicated that the sensitivity performance of the complaint lot is not adversely affected. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect anti-hbc ii reagent lot number 17044be00 was identified.